Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. Subsequently, the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose level was 530 mg/dl. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified. In addition, a different issue was identified.